Event description:
Customer reported her insulin pump is cracked near the battery cap. The battery cap will not lock in properly. Customer has been experiencing highs and lows. She also has to replace the battery more than usual. Customer's blood glucose is 146 mg/dl. Customer does not know how the damage occurred. Customer declined troubleshooting for highs and lows. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).